Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the physician screwed the lead into the device and noted that it made a different noise than usual. The physician attempted to unscrew the setscrew, but was unable to engage using several wrenches. All of the sensing and stimulation parameters were noted as sufficient, therefore the physician elected to keep the device implanted. No patient complications have been reported as a result of this event.